Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v157497, implanted: (B)(6) 2008, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. At times the stimulation would ¿shoot up real fast¿ and the patient was not standing when this would happen. No patient falls or traumas were reported. The patient had to recharge every day when before she only had to recharge every 3 days. It used to take her 3-4 hours to charge, but now it took up to 9 hours. The patient always had full coupling when lying down, otherwise she would lose some of the boxes. A thermometer picture was also seen on the recharger (insr) twice and it was unknown if there was a code associated with it. It was noted to be hot in the patient¿s house. The issues started 2 weeks ago. It was noted that the ipg was involved in the event and that troubleshooting and actions/interventions were pending. The cause of the issue was not determined. No outcome was reported regarding this event. Follow-up that was conducted reported the patient was not recovered and symptoms were reportedly ongoing. If additional follow-up is received, a follow-up report will be sent.